Manufacturer narrative:
Case resubmitted to change patient outcome code from serious injury to non-serious illness injury. It was noted that the patient was not explanted and the device remains in the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6): product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported the ins would not charge. The patient's manufacturer representative (rep) could not get it to work.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt was trying to get an MRI and the facility would not let them do it because of it they could not turn it off and pt did not know why since they had mris in the past and had no problems. Pt had had cervical mris and brain mris done with the ins when it was not charged and had no problems. All the leads were good and the only thing was they could not get it into MRI mode and pt said they needed to have someone talk to their MRI department. Pt had not used their ins in over a year since it did not help; they stopped using it right after they got it implanted and their doctor was looking to remove it. Pt could not get the ins to charge; agent offered to help but pt would not accept help over the phone for troubleshooting so agent was unable to gather equipment info due to nature of call. Pt said me dtronic had been useless to them today. Agent tried to review MRI guidelines but ended up providing the pt tech services phone number since they were wanting their MRI facility to speak to medtronic. Additional information was received from the manufacturer representative (rep). Caller reports patient last charged their stimulator was about a year ago. Caller reported they are trying to performed passive recharge via phone with patient. Caller reports antenna locator shows 95, caller reports patient is able to perform passive recharge and goes to checking recharge quality, cycle about 45 minutes and no device found. Suggest meeting with patient to perform disable/re-enable in tech mode. Mdt rep called back and stated they were present with the patient in the clinic at the time of call. Patient stated on the call that their device is a pain to charge and they weren't getting much relief anyway, so they stopped charging the ins about a year and a half ago (patient also stated this started two months or shortly after their implant). Patient stated during call they tried to recharge their ins last week. Patient is with rep and trying to recharge their ins for an MRI and have gone through the passive recharge flow a few times without moving into a normal recharge session. Rep states when the recharger is moved off the ins, the three numbers do change and the patient is seeing the following numbers: 84, 93 and 94. Ts reviewed passive recharge and advised rep to have the patient keep going through the process. Rep plans to keep trying with the patient. Technical services(ts) tried multiple passive recharge mode(prm) with rep and then disable and re-enabled implant but patient still can't get beyond the prm. Ts had rep use another recharger and went through the prm and disable and re-enable process again but implant won't recharge. Ts requested controller replacement to see if this would allow recharging. Mdt rep called back to obtain the MRI eligibility form. Tss walked caller through obtaining the form.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the implantable neurostimulator (ins) is still implanted and there is no plan to explant the device. It was reported that the patient needs an MRI for an unrelated reason. The rep stated was that the patient's pain healthcare provider (hcp) filled out an MRI form so the MRI could be done and the patient was not able to charge the battery and therefore not able to put the device in MRI mode. The rep stated that the issue was resolved and the device remains in the patient.